Event description:
It was reported that the nozzle unit of the air module was broken and the received logs contain low o2 concentration alarms. There was no patient harm. Manufacturer's ref.#:(B)(4).

Event description:
Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from the air gas module was replaced and returned for further investigation. Optical investigation of the received nozzle concludes a fracture in the feather spring. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This nozzle unit was 1 month old. The cause of the breakage of the nozzle unit¿s feather spring has not been determined. However a general investigation of broken nozzle unit¿s feather springs has concluded that the spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual. Indication of the failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) , therefore the date of event was determined as (B)(6) 2021. The manufacture date has not been reported in the initial MDR and is now reported accordingly.